Manufacturer narrative:
Sorin group (B)(4) manufactures the cardioplegia module and it is a component of the s5 system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the cardioplegia module failed to function during installation. The module was installed in another console, where it continued to fail. The problem was caused by a defective integrated circuit on the cardioplegia sensor circuit board. Sorin group (B)(4) considers this a single event. No corrective action was deemed necessary. The facility filed a vigilance report with the (B)(6) authority. This medwatch report is filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that, during installation, the s5 cardioplegia module failed. There was no report of patient injury.